Event description:
The event occurred on an unspecified date in 2018. The event involved a customer allegation the device turns off the moment it is unplugged, does not hold a charge. A review of the event log showed several recent entries for n56 replace battery and n252 depleted battery alarms. During testing and investigation, the device was powered up and displayed the battery depleted message with the battery icon empty. The device was connected to ac power and a message to keep the device plugged into ac power was displayed. The device passed a self-test on ac power. When disconnected from ac power, the device displayed a depleted battery message and powered off. The complaint was confirmed. A new battery was installed and the change battery option was keyed. The device then passed testing. The probable cause of a combination of a depleted battery and change battery option not keyed is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.